Manufacturer narrative:
A spacelabs field service engineer performed an investigation of the device including the logs and confirmed the reported complaint. The fse performed a complete checkout of the device, the device passed all tests, and was returned to patient service. During the described failed state, the arkon automatically activates the emergency oxygen and the licensed clinician, who is in constant attendance, can continue to manually ventilate the patient while power cycling the device which resolves the issue. The investigation findings showed no risk of serious harm to the patient and no serious risk should the event recur, however spacelabs is filing this report as requested by the FDA letter dated october 10, 2017.

Event description:
Spacelabs received a report that on (B)(6) 2017, an arkon display unit entered a failed state during use. No injury was reported as a result of this event.